Event description:
It was reported that the pt came to the clinic and said that she would put on her processor and hear and then sound would cut out. All equipment was changed and the pt could still not hear. There was no trauma to the head and the implant site looks fine. This problem has occurred for approximately 2 weeks. She has multiple electrodes turned off. Testing was carried out which confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a f/u report.